Event description:
It was reported that during the implant procedure there was positioning difficulty; a stable position in the atrium could not be found due to patient anatomy. The lead was not implanted. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis.